Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer distal set up joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The outer distal suj was analyzed and found errors 23103 and 23105 indicating excessive primary and secondary encoder latency on suj distal wrist this confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where error 23103 was triggered on startup with log errors 23103 and 23105 thus replicating the event. The unit was then installed on a patient side cart (psc) fixture test platform (pftp) where it failed wrist encoder tests. Re-gapped the zettlex encoder and it passed all relevant tests with no log errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the wrist zettlex encoder is the root cause of the reported problem.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 23103 on universal surgical manipulator (usm) 4 was showed. Error was not able to recover, site performed a couple of power cycles and an emergency power off (epo) with no change. Site will use the system as a 3 usm system. The procedure was completing as planned with no reported injury.